Manufacturer narrative:
H6: impact codes, device codes: corrected.

Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. The stenosed target lesion was located in the middle segment of the anterior descending branch. The opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, no image was obtained after the catheter was delivered into the patient. The device also appeared to be kinked. The procedure was not completed due to this issue and was rescheduled. The patient remained stable, and no complications were reported. It was further reported that only the imaging procedure was cancelled, but the procedure continued with another catheter replacement. The patient was treated as planned and was sedated using local anesthesia. Additionally, it was confirmed that the device was not kinked.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked. No damages were found on the imaging core. Impedance testing showed an open at the proximal end of the catheter, 150-160 cm from the distal housing. Media provided by the customer was inspected and showed the imaging window was kinked.

Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. The stenosed target lesion was located in the middle segment of the anterior descending branch. The opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, no image was obtained after the catheter was delivered into the patient. The device also appeared to be kinked. The procedure was not completed due to this issue and was rescheduled. The patient remained stable, and no complications were reported. It was further reported that only the imaging procedure was cancelled, but the procedure continued with another catheter replacement. The patient was treated as planned and was sedated using local anesthesia. Additionally, it was confirmed that the device was not kinked.

Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. The stenosed target lesion was located in the middle segment of the anterior descending branch. The opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, no image was obtained after the catheter was delivered into the patient. The device also appeared to be kinked. The procedure was not completed due to this issue and was rescheduled. The patient remained stable, and no complications were reported.